Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 457 mg/dl at the time of incident. It was unknown whether the customer was using auto mode feature at the time of event. Customer stated that the sensor had change sensor and calibration not accepted alert. No further complications were reported. Product will not be returned for the analysis. Frn-unk-rsvr unomed set ozp-mmt-7020-snsr.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.